Event description:
It was reported that the ilet did not charge while placed correctly on the charger, with the indicator blinking green and reproducing the same behavior across multiple wall outlets; the same charger behavior occurred when a phone was placed on the pad, and a replacement charger was arranged after troubleshooting and education were completed. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical care. Investigation included customer interview and operational checks through guided troubleshooting. Investigation of this case revealed a charging function issue with the external power/charging accessory, consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a charger performance failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.